Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an episode of secure sense inhibiting therapy was observed. It was noticed to be like slow vt and the vs events fell in blanking. Programming changes were made, and the patient is stable. Device remains implanted.